Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
On august 30, 2023, the spanish subsidiary notified us of an adverse event following the use of teosyal puresense rha 3 in a patient. According to the information received, a patient was injected on (B)(6) 2023, with 0.8 ml of teosyal puresense rha 3 in the lips (0.4 ml in the upper lip, and 0.3 ml in the lower lip) and 0.1 ml in the piriform fossa (nasolabial folds). The injection was performed with a needle using the retrotracing technique. Immediately after the injection, the practitioner noticed a vascular compromise, as the patient presented with whitening and delayed capillary refill on the upper right lip, nose (nasal ala, dorsum, and radix), and glabella. One of our local medical advisors was contacted and 3000 iu of hyaluronidase were administered on the same day, along with the following treatment: nonsteroidal anti-inflammatory drug: aspirin, 300 mg. Corticosteroids: urbason, 40 mg. One day later, on (B)(6) 2023, the capillary refill improved. During physical examination, erosion in the in the right nasal introit was detected. Another 1500 iu of hyaluronidase were prescribed, along with the following treatment: antibiotics: mupirocin, ciprofloxacin, gastric protector: omeprazol, hydrating cream: ciscaplast, and nasal reparing cream. Finally, on september 21, 2023, we were informed that the patient had fully recovered, without any further complications. Thus, this case was considered closed.